Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm, which is an off-label usage of the device on (B)(6) 2024. The pediatric patient experienced inaccurate cgm values 2 days after the sensor was inserted in the arm. The patient was taken to hospital during the night (B)(6) 2024. He was very thirsty. While at home, the parent took a bg reading which was above 600 mg/dl and the cgm reading was 45 mg/dl, they took a ketone test, and he had moderate ketone (no value reported). The parent called their nutritionist, and they advised them to treat the patient with 2 units of insulin and to take him to the hospital. At the hospital, they took a bg reading of 808 mg/dl and the cgm reading 45 mg/dl. There he was treated with saline IV fluids and 7 units of insulin, 2 times. The patient was discharged after 4 hours. At the time of the report the patient was tired but doing okay. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation found a difference in values that fall within the d zone of the parkes error grid. No additional patient or event information available.